Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. The right atrial (ra) lead was subsequently returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 lead implanted: (B)(6) 2008. (B)(4).